Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found a crack on the minicap. Leak testing was performed with a leak noted from the crack. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was noted before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.